Event description:
It was reported that a patient, (B)(6), female, underwent an afib - atrial fibrillation procedure with a smart touch unidirectional catheter suffered cardiac tamponade, which required pericardiocentesis. Pericardial effusion was noted by ice catheter when the patient¿s blood pressure was dropped (a small puncture was noted on the posterior wall near the left superior pulmonary vein). The patient was stable however since the effusion was continuing to expand, the patient was required surgery. The patient required prolonged hospitalization and discharged on (B)(6) 2015. The physician¿s opinion regarding the cause of this adverse event is that this is during the fam phase of the procedure due to they did not ablate near perforated area. The customer used st jude brk/sl1 for needle and sheath products. The generator setting was power control 30-40 watts (power mode), impedance was 130-160 ohms and temperature was around 30-31c. No anomalies were found on the catheter during the procedure.

Manufacturer narrative:
Lot# 17174484m (B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). The concomitant products: carto 3 system ((B)(4)), smartablate system ((B)(4)) smartablate pump ((B)(4)) 8fr soundstar catalog# 10439011 lot# 1716022921e8002597 lasso eco 2515 catalog# 134901 lot# 17192548l manufacturer ref (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), female, underwent an afib - atrial fibrillation procedure with a smart touch unidirectional catheter suffered cardiac tamponade, which required pericardiocentesis. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.